Event description:
New information received on 17 dec 2019, indicates that the patient presented in clinic, and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure with loss of capture and over-sensing on the right ventricular lead. The patient was to be monitored and was stable.